Event description:
When dr attempted to remove the lma after being unable to ventilate the pt, the upper portion of the lma separated approx 2 cm from the top of the connector. The lma was removed without injury to the pt. Contrary to labeling directions, dr does not routinely use a bite block & perform the specified performance tests before each reuse of the device. Efforts to obtain add'l info from the hosp will continue.